Manufacturer narrative:
All samples were fresh draws. The instrument was performing within quality control specifications. Controls were run every shift (three times per day). Five c controls were run before and after the incident and recovered within specifications. Review of latron controls submitted showed conductivity was high out on (B)(6) 2008. On (B)(4) 2008, the field service engineer (fse) adjusted the voltage which was found too high for volume and replaced the flow cell to fix the problem with the reticulocyte backgrounds reading +++ at start up. On (B)(4) 2008, fse cleaned and adjusted the flow cell and light scatter sensor. Raw data files were no longer available for analysis. Root cause was attributed to misalignment/dirt in the triple transducer module area. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events. This MDR represents event 9 of 9 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00632, 00633, 00634, 00635, 00636, 00637, 00638, 00639.

Event description:
Customer reported erroneous elevated eosinophil% and low neutrophil% for 22 pts tested between the dates of (B)(6) 2008 and (B)(6) 2008. Testing was performed using a coulter lh 750 hematology analyzer. The test results were determined to be erroneous when compared to a second analyzer which was considered correct. Erroneous test results were reported out of the laboratory. Notification to all nurses and physicians involved with the pts with incorrect test reports was completed. There were no reports of adverse affects to pt treatment. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 9 of 9 events reported by this customer for the 22 pts involved. The date/time of the occurrence of this event is unk. An MDR was submitted for each work shift of each day for the 22 pts involved.